Manufacturer narrative:
Additional devices implanted and involved: pxc141400/10255819 and pxl161207/9301637. UDI - rmt231418 - (B)(4). UDI - pxc141400 - ((B)(4). UDI - pxl161207 - (B)(4). Concomitant product(s): patient¿s medications: coumadin, finasteride, oxybutynin, aspirin, stool softener, diltiazem hydrochloride, simvastatin, lorazepam, omeprazole, tylenol, and nitroglycerin. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. In (B)(6) of 2014 (exact date unknown), follow up CT images measured the aneurysm sac at 5 cm in diameter. In (B)(6) of 2016 (exact date unknown), follow up CT images measured the aneurysm sac at 7.5 cm in diameter. Contrast was seen in the sac but origin of the contrast was reported to be unknown. On (B)(6) 2016, images identified a endoleak of unidentified origins. On (B)(6) 2016, the patient underwent a coil embolization procedure. On (B)(6) 2016, an additional procedure was performed whereby the physician implanted a contralateral leg component into the left common iliac for distal extension on the previously implanted contralateral leg component to the level of the left hypogastric artery. It was reported the hypogastric artery was not covered. Additionally, an aortic extender component was implanted for proximal extension on the trunk-ipsilateral leg component. The patient tolerated the procedure and no further adverse events have been reported.